Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Total patients: 12; gender: (male: 08; female: 04); mean weight: 80.4 kg; mean age: 63.1 years; mean height: 176.4 cm. Pre-operative diagnosis: spinal metastasis (10 patients), (B)(6) (2 patients) current smokers: yes: 2, no: 4, unknown: 6 it was reported in the aggregated clinical data report that 12 patients underwent surgeries in the period ranging from (B)(6)2014 to (B)(6) 2018. Post-op, at baseline, 1 patient had sensory dysfunction, 7 patients had both sensory and motor dysfunction, and 4 patients had no neurological complications. At 6 months follow-up, 2 patients had sensory dysfunction, 1 patient had no neurological complications. After 12 months follow-up, 1 patient had sensory dysfunction, 1 patient had both sensory and motor dysfunction. Additionally, 1 patient reported superficial infection, 3 patients reported deep infection.